Event description:
According to the reporter: occurred during the procedure. During insertion of the balloon, when the surgeon attempts to inflate the balloon; it pops. The balloon physically breaks. The surgeon uses some lubrication. Each time the balloon popped, a new one was used. No patient injury or extension in surgical time. Patient status is alive, no injury.